Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 99% stenotic proximal left anterior descending artery. The physician advanced the 2.25x15mm quantum maverick balloon to the lesion and inflated it to 10atms. Then the physician inflated it a second time to 12atms and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.25x15mm quantum maverick balloon and the deployment of a non-bsc stent. Pt status is reported as "good".